Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an unspecified issue with the infusion. The customer then stated that the issue was attributed to "nurse's fault" but would like to send the devices to bd to "check." Although asked, no further information was provided. There was patient involvement but impact is unknown.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d,g codes and manufacturer narrative. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was initially reported that there was an unspecified issue with the infusion. The customer then stated that the issue was attributed to "nurse's fault" but would like to send the devices to bd to "check." The customer then reported that the event involved "primary backed into secondary" wherein the "drip remained full two hours after the infusion." Although asked, no further information was provided. There was patient involvement but impact is unknown.